Manufacturer narrative:
One catheter with attached bd 1ml syringe at gate valve was returned for evaluation. A non-edwards three-way stopcock was attached at the proximal injectate hub. Blood was observed from the balloon latex. Balloon was found to be ruptured at the central area of the balloon latex and was inverted to distal side. After pulling the balloon back to the proximal side, the ruptured edges were not able to match up. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body, balloon bonding sites or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon rupture was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. When there is fragments from the swan ganz catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. It is unknown if user or procedural factors may have contributed to the event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the swan ganz catheter ruptured during use. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.